Event description:
Reporter indicated that his vns therapy programming handheld was freezing during use. It was further reported that troubleshooting was sometimes successful in solving the issue and sometimes not. Good faith attempts to obtain the handheld in question are currently being made.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.